Event description:
Pt stated pump was alarming and kept asking pt to reinsert cassette and retry delivery. Pt wasn't able to provide exact alarm. Pt was forced to go to back up pump due to no response from pump despite trying several times to reset. Pt said restart did not work. Pump was not responding to any press. Serial number (B)(6). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. " did the reported product fault occur while in use with the patient? Yes " did the product issue cause or contribute to patient or clinical injury? No "; is the actual device available for investigation? Yes, upon patient return " did we replace device? Yes "; did the patient have a backup device they were able to switch to? Yes;" if yes, was the patient able to successfully continue their infusion? Yes " is the infusion life-sustaining? Yes " what is the outcome of the event? Resolved.